Event description:
It was reported that unstable rv pacing threshold and no ventricular capture at high output were observed. Micro-dislodgement was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.